Event description:
Attorney alleged that the patient underwent surgery to repair an incarcerated ventral incisional hernia and implanted with unspecified mesh on or about (B)(6) 2017. It is alleged that shortly afterwards on or about (B)(6) 2017, plaintiff was in an accident which caused a wound dehiscence and underwent second surgery on (B)(6) 2017 to remove the mesh which was implanted previously and replaced it with a bard ventralight st mesh. Attorney alleged that the plaintiff was diagnosed with incarcerated recurrent hernia during CT scan on (B)(6) 2021 and underwent surgery to repair hernia which required extensive lysis of adhesions. It is alleged that the two loops of bowel were densely adherent to the mesh, and it was only possible to remove part of the mesh. Attorney alleges that a week later, on (B)(6) 2021 plaintiff returned to the hospital with a fever and severe abdominal pain. It is alleged that CT scan showed an abscess formation, possible recurrent hernia containing bowel, a potential fistula. It is alleged that the plaintiff underwent a second surgery the next day on (B)(6) 2021 to debriding the wound, draining the abscess and discharged on (B)(6) 2021 fitted with a wound vac. Attorney alleges that the plaintiff has suffered and continues to suffer from injuries. It is alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, fistula, abscess, adhesion, abdominal pain, and partial explant of the mesh. The instructions-for-use (IFU) supplied with the device lists hernia recurrence, fistula and adhesions as possible complications. Should additional information be provided, a supplemental MDR will be submitted. Not returned.